Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens, cracked battery door, worn upstream occlusion (uso) seal and damaged downstream occlusion (dso) seal. The event history log confirmed a cassette not attached properly alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be an inoperable dso sensor and contamination. The dso sensor and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette not attached error and downstream occlusion damaged. No delay of therapy. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.